Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple air bubbles were observed. A supply change was performed resolving the air bubbles. Customer's blood glucose level ranged between 200-350 mg/dl.